Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery cap had stripped threads and noted intermittent power to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-apr-2019 with the following findings: a visual inspection revealed that the battery cap was damaged with stripped/damaged threads. The battery cap was unable to be tightened securely on a test pump to maintain electrical connection. The battery cap height and width measurements were within specifications.